Manufacturer narrative:
Device passed self test and displacement test. Device audio/beep/vibrate function properly and no anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had audio vibrate anomaly. Customer's blood glucose level was 108 mg/dl. Customer stated that insulin pump was powering off. Customer stated that insulin pump was beeping. Self test was performed and the insulin pump did not beep during the tone test. The insulin pump will be returned for analysis.